Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 03rd 2020, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
Per case notes, users confirmed that the sensor was successfully removed on (B)(6).2021. D2. Product code updated to (B)(6). H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.